Event description:
It was reported that the 9900 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor and fluoro functions board were replaced during the svc call. The system was tested and found to be working as intended, and put back into service.